Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not power on when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center evaluated the device and the technician confirmed the reported issue. The root cause of the issues is isolated to the reed switch sw5. The device was archived by stryker and the customer received a replacement.